Event description:
A customer contacted beckman coulter inc., (bec) and reported that on (B)(6) 2012 they obtained reproducible, elevated troponin (accutni) results, above the acute myocardial infarction (ami) cut-off, for one patient. Per customer, the patient sample was tested on access 2 immunoassay system. This event is reported under MDR#: 2122870-2012-01794. Based on the customer's update, the patient was originally seen in the emergency room (ER), had a normal electrocardiogram (EKG) and was then sent to another facility by their own doctors prior to any of the test results being released from the laboratory. The other facility tested patient sample for troponin on a siemens rxl analyzer and the troponin result of 0 (units were not provided) was obtained. It is unknown why the patient was admitted to this facility. This MDR is to capture the event which occurred at the customer site on the next day ((B)(6) 2012). The original patient sample was re-tested on the access 2 immunoassay system, and obtained accutni values of 26.38ng/ml and 27.99ng/ml were also above the ami cut-off. Bec followed up with the customer regarding the patient's current condition. The customer noted that they were unsure of what other facility the patient was seen at or what their current condition is.

Manufacturer narrative:
The customer provided three levels of qc charts for the accutni assay. Per the charts, all three levels of the customer's qc have been performing within the laboratory's established ranges for the time frame provided: ((B)(6) 2012). The customer last calibrated the accutni assay on (B)(6) 2012. The calibration curve passed as accepted and had satisfactory %cvs of <3.00%. System check information was not supplied by the customer for complaint investigator review. The sample was collected in a 13x75mm bd lithium heparin plasma tube with a gel separator which was centrifuged for ten minutes at 3000 rpm. At this time the customer does not have any additional sample to send to bec for further testing. Service was not disaptched for this event. Based on information supplied, there is no indication about the instrument malfunction. The cause of this event is unknown.

Manufacturer narrative:
No evidence of device malfunction. All three levels of the customer's qc have been performing within the laboratory established ranges. The last calibration curve passed as accepted and had satisfactory %cvs of <3.00%. This is not a reportable event.